Event description:
It was reported that the patient underwent a replacement surgical procedure for unspecified reasons, a new tactra device was implanted. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported event cannot be confirmed. Based on the information available, no problem was detected that contributed to the reported event. Therefore, a conclusion code of no problem detected was assigned to this investigation.